Event description:
The customer observed falsely reactive architect hiv ag/ab combo results generated on the architect i2000sr processing module for one sample. The following results were provided: initial serum result = 16 s/co, repeat plasma result = 1.2 s/co, repeat results the next day were non-reactive. No impact to patient management was reported.

Manufacturer narrative:
The field service representative inspected the architect i2000sr processing module, performed troubleshooting procedures, and observed salt buildup on the arc, probe. The field service representative replaced the arc, probe which resolved the issue. Data and information provided by the customer was reviewed. A review of complaint and trending data for the architect i2000sr processing module did not identify any similar issues related to the with regards to the current issue. Additionally review of complaint and trending data associated with the arc, probe did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any nonconformances or potential nonconformances. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i2000sr processing module for serial number (B)(6) was identified. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely reactive architect hiv ag/ab combo results generated on the architect i2000sr processing module for one sample. The following results were provided: initial serum result = 16 s/co, repeat plasma result = 1.2 s/co, repeat results the next day were non-reactive. No impact to patient management was reported.